Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, heavily calcified, and mildly tortuous coronary artery lesion. During post-dilatation, the nc traveler balloon was inflated to 6 atmospheres but ruptured during the first dilatation. The procedure was completed with a non-abbott balloon. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.